Event description:
Mentor silicone gel implants placed in (B)(6) 2012. First noticeable symptoms presented as adult facial acne. Random cysts began to appear on body along with lacy rash. Skin extremely dry, pigmented lesions and taut. Debilitating joint pain, numbness in hands and feet, no coordination. Overall body weakness, racing heart palpitations, anxiety, depression, memory loss, speech and hearing loss etc. Swollen lymph nodes, painful cysts on scalp and ears that reappear after drainages at dermatologist's office. Scalp has weblike film, very tender, and painful. Major hair loss and nail issues.